Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure for a pelvic arteriovenous malformation (avm) using ruby coils. During the procedure, a ruby coil unintentionally detached within the other manufacturer's microcatheter due to blood pressure and turbulence in the avm. It was also reported that another manufacturer's coil unintentionally detached due to the same reasons. The procedure was eventually aborted since the coils were unable to be implanted in the target vessel due to the turbulence in the vessel. However, ruby coils were implanted in a smaller vessel in order to reduce flow. There was no report of an adverse effect to the patient.